Event description:
Medical affairs spoke to the pt in 06/2004 and obtained/verfied the following info: pt called lfs and alleged that their meter was reading inaccurately high. The pt tested their blood sugar in 2004 and obtained a result of 461 mg/dl. Pt did not have any symptoms at the time of testing. Pt then took 15 units of fast-acting insulin. The pt went into the living room and passed out. Their family called the paramedic and when they arrived, approx 20 minutes later, they obtained a result of 49 mg/dl. The pt was treated with glucose. At the hospital the pt compared their meter to the hosp meter. Pt meter read 319 mg/dl and the hosp meter read 173 mg.dl. The pt stated that the test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and cleaning the puncture site were both done correctly. The pt did not have control solution to test the meter. Based on the info provided, there is no evidence of a meter malufnction, however it is not likely that the pt's blood sugar would drop so dramatically in such a short period of time. Pt based treatment on the meter readings and experienced hypoglycemia. Therefore this case is reported as an adverse event. A replacement meter was sent to the pt. No further info has been reported.